Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings. The reported issue did not have an adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support the pump was reset and sensor glucose readings were displayed again.